Event description:
During a coronary drug eluting stenting treatment procedure, the balloon ruptured and a dissection occurred. The lesion in the moderately tortuous, 70-80% stenosed lad was predilated with an unknown size balloon. The physician was attempting to place a taxus express2 2.25x12 mm drug eluting stent in the distal lad. The balloon was inflated to 14 atm's with the intent to inflate to 16 atm's but the balloon would not maintain pressure. An angiogram was taken and showed a dissection and the ruptured balloon. The patient was asymptomatic when the balloon ruptured. The stent was successfully implanted in the distal lad. The entire balloon was removed without difficulty. The dissection was treated with a taxus express2 2.5x20mm drug eluting stent. No further patient complications were reported. Patient's status is reported to be satisfactory.